Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulmonary vein isolation (pvi) ablation procedure with farawave 31 mm catheter to treat atrial fibrillation (a fib) and during a post-operative hemostasis, the patient experienced st elevation and diagnosed as spasm. An additional nitroglycerin was administered. Once the patient stabilized the procedure was completed. The device is not expected to be returned for analysis due to disposal.